Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis with blood glucose of 600 mg/dl. The customer's current blood glucose is 155 mg/dl. The customer was also in emergency room as a result of high blood glucose. The customer was treated by insulin pen and water. The customer also reports malfunction associated with the infusion set and sensor. The auto was not active at the time of high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. Customer declined to test insulin pump. Offered troubleshooting, but customer declined. Advised to change entire set, reservoir and insulin and treat per health care professional's instruction the insulin pump will not be returned for analysis.